Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported loss of aspiration event was confirmed. The referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valves found tears in the external valve, compromising the valves ability to seal pressure and fluid within the sheath. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of loss of aspiration is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause. Additionally, the valve deformation identified during returned product testing was consistent with damage caused by the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.

Event description:
It was reported that during the farapulse pulmonary vein isolation faradrive steerable sheath was selected for use. It has been mentioned that the patient was under general anesthesia. The physician used a non-boston scientific (bsc) sheath to go transeptal. The faradrive sheath was prepped as per normal. Non-bsc sheath was replaced with faradrive sheath without any issue. The physician was able to aspirate the sheath without catheter. The farawave catheter was prepared as normal. A rosen wire was inserted, and the black connection cable was connected. Flush line was connected to the flush port. After insertion of the catheter and advancement into the transparent shaft, the physician attempted to aspirate but no fluid was coming back to the syringe. In the intracardiac echocardiography (ice) imaging, it was confirmed that the sheath was not against the wall. The physician confirmed that the sheath was inside the left atrium (la). Physician reinserted the catheter three times into the sheath and could not aspirate while the catheter was in the sheath. The sheath was replaced and prepared normally. There was no issue when the sheath was aspirated without the catheter. After inserting the farawave catheter into the sheath, the same issue occurred again. The farawave catheter was replaced and no issue was seen with aspiration. The procedure was completed successfully with no patient complications. The product was received for analysis.

Event description:
It was reported that during the farapulse pulmonary vein isolation faradrive steerable sheath was selected for use. It has been mentioned that the patient was under general anesthesia. The physician used a non-boston scientific (bsc) sheath to go transeptal. The faradrive sheath was prepped as per normal. Non-bsc sheath was replaced with faradrive sheath without any issue. The physician was able to aspirate the sheath without catheter. The farawave catheter was prepared as normal. A rosen wire was inserted, and the black connection cable was connected. Flush line was connected to the flush port. After insertion of the catheter and advancement into the transparent shaft, the physician attempted to aspirate but no fluid was coming back to the syringe. In the intracardiac echocardiography (ice) imaging, it was confirmed that the sheath was not against the wall. The physician confirmed that the sheath was inside the left atrium (la). Physician reinserted the catheter three times into the sheath and could not aspirate while the catheter was in the sheath. The sheath was replaced and prepared normally. There was no issue when the sheath was aspirated without the catheter. After inserting the farawave catheter into the sheath, the same issue occurred again. The farawave catheter was replaced and no issue was seen with aspiration. The procedure was completed successfully with no patient complications. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.